Event description:
Patient's need for further surgery was due to the faulty hardware. Blood tests showed cobalt toxicity.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. The search of the complaints databases found no other similar reports against the provided product/lot code combinations since their release to distribution. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information was obtained. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.